Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician duplicated the reported heat and noted corroded driveshaft bearings.